Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via (B)(6) inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets exhibited signs of severe creases and imprints. Leaflets were slightly flexible. Coaptation: al leaflets appeared to be in partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain the compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: five static images and nine media files were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that multiple attempts were made to deploy the valve being under expanded with each attempt. A total of two different valves were attempted with the same result, despite pre dilatation of the native aortic valve. The latter was eventually deployed and post dilated with a good result. After reviewing all the images and media files provided, with each deployment attempt the valve was never deployed to 80% which would not allow the valve to further expand for proper assessment. The 80% deployment is achieved when the marker band reaches the paddle attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's native aortic valve was pre-dilated with a 22 millimeter (mm) non-medtronic balloon. The fluoroscopy check of the valve showed no abnormalities. On the first release attempt, the valve showed under expansion. The valve was recaptured and the system was relocated in the annulus. A second implant attempt was made and the valve was also under expanded. The system was retrieved from the patient. A second dilation was performed with the 22 mm non-medtronic balloon. A new valve was prepared. During the first implant attempt the valve was also under expanded. The implanting team decided to release the valve and a post-implant dilatation was performed with 22 millimeter (mm) non-medtronic balloon with good results. No additional adverse patient effects were reported.